Manufacturer narrative:
The field service engineer (fse) inspected the module and found the sipper to be compromised. He then replaced the sipper, sipper tubing, and pinch tubing. He also cleaned the valves. The customer calibrated twice and performed qc with valid results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na and ci for gen.2 results for two patient samples tested on the cobas 6000 c501 (ul) v. The initial result was not reported outside of the laboratory. Patient 1: the patient sample was rerun on their other c 501. The initial sodium result from the module was 125 mmol/l. The repeat sodium result from the other module was 137 mmol/l. The initial chloride result from the module was 109 mmol/l. The repeat chloride result from the other module was 99 mmol/l. The repeat results were deemed correct. Patient 2: the initial sodium result was 128 mmol/l with a repeat result of 136 mmol/l. The initial chloride result was 108 mmol/l with a repeat result of 97 mmol/l. The electrode lot numbers and their expiration dates were requested but not provided.